Event description:
The insert would not lock onto the tray. Went up to the 12.5 poly and it worked. Anesthesia time was extended for 30 minutes. Additional info received. Insert locking mechanism appeared to function correctly; however; the insert did not appear to be fully seated in the tibial tray. Surgeon noted a gap between the anterior rim of the tray and lip of the insert. The amount of gap appeared to change during knee extension and flexion.